Event description:
It was reported that patient complains of lack of rotation and occasional swelling. Patient received the recall letter from his surgeon and will be following up with his surgeon.

Manufacturer narrative:
The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.